Manufacturer narrative:
Analysis summary: the work order passed. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the exams on the system were gone from one day to the next. Site loaded some exams from pacs (pushed), verified they were present on the system and the next day, the exams were missing from the "select patient" list. Site re-loaded one exam for a case the next day and it remained after this. There was no patient present during this event.